Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. The patient¿s membranous septum had a length of 5mm and there was no calcification from the annulus to the subvalvular to lvot. The sizing of the patients sizing of the annular dimensions were: diameter of valsalva (mm) rc 25.0, lc 27.5, nc 27.0; height of valsalva (mm) l 17.6,r 19.9; effective orifice area (cm2) 343; perimeter of annulus (mm) 67.9; ascending aorta diameter (mm) 29.3. During the procedure, the navitor valve was placed at approximately n 4mm and l 5mm. Intraoperative angiography confirmed the patency of both coronary arteries, and the procedure was completed. The patient complained of chest pain on the night following the implant. Their ck levels were elevated leading to suspicion of coronary artery occlusion. On (B)(6) 2024, an angiography and emergency percutaneous coronary intervention (pci) was performed. After expanding the entry point with a balloon, a coronary stent was placed from the inner side of the navitor strut to protrude into the entry point. There was no issue with the post-operative progress. It¿s considered to be a patient suitability issue rather than a product-related issue. According to the physician, the measurements of the rsov diameter was slightly below 25mm, but the height of the right coronary artery was sufficiently high, making placement feasible. Intraoperative angiography confirmed no issues, but it is speculated that the calcified valve cusp rose, narrowing the lumen of the valsalva. Bulky calcification attached to the stj directly above the right coronary artery obstructed the sinus and impeded blood flow. There was difficulty in engagement during pci, but neither the native valve cusp nor the navitor physically blocked the entry point. The patient's condition is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. The patient¿s membranous septum had a length of 5mm and there was no calcification from the annulus to the subvalvular to lvot. The sizing of the patients sizing of the annular dimensions were: diameter of valsalva (mm) rc 25.0, lc 27.5, nc 27.0; height of valsalva (mm) l 17.6,r 19.9; effective orifice area (cm2) 343; perimeter of annulus (mm) 67.9; ascending aorta diameter (mm) 29.3. During the procedure, the navitor valve was placed at approximately n 4mm and l 5mm. Intraoperative angiography confirmed the patency of both coronary arteries, and the procedure was completed. The patient complained of chest pain on the night following the implant. Their ck levels were elevated leading to suspicion of coronary artery occlusion. On (B)(6) 2024, an angiography and emergency percutaneous coronary intervention (pci) was performed. After expanding the entry point with a balloon, a coronary stent was placed from the inner side of the navitor strut to protrude into the entry point. There was no issue with the post-operative progress. It¿s considered to be a patient suitability issue rather than a product-related issue. According to the physician, the measurements of the rsov diameter was slightly below 25mm, but the height of the right coronary artery was sufficiently high, making placement feasible. Intraoperative angiography confirmed no issues, but it is speculated that the calcified valve cusp rose, narrowing the lumen of the valsalva. Bulky calcification attached to the stj directly above the right coronary artery obstructed the sinus and impeded blood flow. There was difficulty in engagement during pci, but neither the native valve cusp nor the navitor physically blocked the entry point. The patient's condition is stable.

Manufacturer narrative:
An event for patient effects of occlusion, angina, and cardiac enzyme elevation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported events could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.